Manufacturer narrative:
A review of the MFR's adverse event database from (B)(6) 2005 confirmed there have been no reported adverse events caused by this type of malfunction. A review of the MFR's complaint database for the same period confirmed there is no increasing trend for power board capacitor failures. The MFR concludes no further action is required.

Event description:
A ventilator was returned to the MFR's service center with no allegation of device malfunction or pt harm/injury. The ventilator was returned because it was no longer needed by the customer. The ventilator was evaluated at the service center and a malfunction of the device's power board was identified during required testing. The ventilator failed to audibly alarm for the specified length of time (three minutes) and switch to internal battery power when ac power was removed from the device. The power board was forwarded to the MFR's engineering dept for root cause analysis. The engineering dept identified a component level failure which caused the power board malfunction. A 5.5 volt dc capacitor failed to provide the required voltage to power the audible alarm for three minutes when ac power was removed from the device (the capacitor powered the audible alarm for approx five seconds). The capacitor also provides voltage to the ventilator's internal battery charging circuit. Inadequate voltage to maintain the required level of charge to the device's internal batteries resulted in the failure of the ventilator to switch to internal battery power when the ac power source was removed. Visual inspection of the 5.5 volt capacitor revealed a bubble on the outer surface of the component which was caused by separation of the anode/cathode. The engineering dept determined the design of the component is adequate for its intended use. This malfunction would only affect the ventilator's performance if a loss of ac power occurred. The device would not fail to operate or alarm as designed while in use with an ac power source.